Manufacturer narrative:
Analysis was performed on the returned device. The reported foot appearing smaller was confirmed based on the observed posterior foot detachment. The reported noise and resistance deploying the foot were not confirmed as the returned device foot was deployed with no noise or resistance observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported foot detachment appears to be related to a needle deflection during needle deployment. The reported smaller foot appears to be related to the foot detachment. The reported noise during foot deployment appears to be related to the hydrogel coating of the device breaking during foot deployment. The reported resistance deploying the foot and subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices via a 5fr sheath, after a lower limb angioplasty procedure. Reportedly, when opening the footplate, resistance was felt and the click was louder than usual. The sutures were not deployed and there was no resistance closing the foot. Outside of the anatomy, it was noticed that the footplate of both proglide devices was smaller. It was reported that the foot did not separate and nothing remained in the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. Pictures of the two proglide devices were sent by the account and reviewed by quality engineering for their irregular appearance, a possible foot break was seen which was confirmed by the returned goods analysis on receipt of the devices. No additional information was provided.